Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention to prevent permanent damage. Device issue: none. It was reported that the xience v stent was being used to treat an in-stent restenosis (isr) of a previously implanted stent in the left anterior descending artery (lad). The lad was compromised due to the isr. Pre-dilation was performed. The xience v stent was deployed overlapping the previously implanted stent. After the xience stent was deployed, a perforation was noted and the distal flow to the lad was completely disrupted. The xience stent delivery system (sds) balloon was used to successfully seal the perforation. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that arterial perforation is a known potential pt effect listed in the IFU. There were no reported difficulties experienced deploying the stent. Factors that could have contributed to the perforation include, but are not limited to, calcification, over-inflation, interactions with the stent struts, or device size selection. However, there are no indications of any product quality issues that contributed to the perforation. A review of the device lot history record did not reveal any non-conforming material reports which could have contributed to the difficulties experienced. Thus, there are no indications of a lot specific product quality issue.